Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple failed battery test alarms. Blood glucose at the time of the incident was 206 mg/dl. The customer had tried 4 batteries and the alarm was recurring. The customer also reported she looked down to check the time and the screen was blank. She stated it might have been a off for a couple of hours. The customer inserted a new battery and had to reset the time and date. The customer was unable to troubleshoot. It was advised to call back. The device will not be returned for analysis.